Manufacturer narrative:
(B)(4). Investigation summary: the sample was returned and upon receiving it was noticed that only the device and the tyvek lid were returned. When sterile barrier breaches occur, it is preferred to return the complete sterile barrier system to be reviewed. The sterile barrier tray was not returned. The tyvek lid that was provided was inspected and was determined to be free of any pierces or sterile barrier breaches. While the entire sterile barrier system was not returned to allow for proper examination, it can be confirmed that the tyvek substrate remained intact per the ees approved inspection method. There was no sterile barrier breach that occurred in the tyvek lid. A determination could not be made regarding the sterile barrier seal or the sterile barrier tray as that information was not provided. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the packaging is pierced and damaged. The device is no more sterile. No more information provided.